Event description:
It was reported that the pt presented in clinic with reported loss of capture on the lv lead. The pt developed some symptoms after capture was lost. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.